Event description:
It was reported that the patient with this implantable cardioverter-defibrillator cardiac resynchronization therapy defibrillator (crt-d) exhibited beep tones as a result low out of range right atrial (ra) pacing impedance measurements. Troubleshooting options were recommended. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator cardiac resynchronization therapy defibrillator (crt-d) exhibited beep tones as a result low out of range right atrial (ra) pacing impedance measurements. Troubleshooting options were recommended. Reprogramming efforts were performed. Additionally, it was noted noise and oversensing on the ra lead, led to inappropriate atrial tachycardia response (atr) episodes. There are pacemaker-mediated tachycardia (pmts) episodes stored that appear to be false positives due to high sinus rates. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator cardiac resynchronization therapy defibrillator (crt-d) exhibited beep tones as a result low out of range right atrial (ra) pacing impedance measurements. Troubleshooting options were recommended. Reprogramming efforts were performed. Additionally, it was noted noise and oversensing on the ra lead, led to inappropriate atrial tachycardia response (atr) episodes. There are pacemaker-mediated tachycardia (pmts) episodes stored that appear to be false positives due to high sinus rates. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. Additional information received indicates that the device was beeping.